Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep clarified that there was no complaint for the ins, and this event was only for the pp. It was unknown what was exactly wrong with the pp. The pp should have been replaced and no further issues have been reported. There was no problems for the therapy.

Manufacturer narrative:
Other applicable components are: product ID: 37744, product type: programmer, patient.

Event description:
The company representative (rep) reported the patient programmer (pp) and the implantable neurostimulator (ins) were defective and not working. There was a product failure. No x-ray images available. Telemetry was not performed. The action taken to resolve the issue was device replacement will be arranged. It was noted that the ins remained implanted and in service. The issue was not resolved at the time of this report. No symptoms were reported. No surgical intervention occurred, nor was planned. The patient was alive with no injury. The indication for use included chronic intractable pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.